Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned. Using an inflation device, the balloon was inflated with water to rpb (27atm) without issue. This pressure was held for 30 seconds and no leaks were detected. The deflation time of the balloon was approximately 13 seconds, which is within the specification of 35 seconds. The balloon was stripped and cut at the proximal cone to examine the inflation/deflation ports. After opening the balloon, no anomalies were noted to the inflation/deflation ports. The catheter was cut longitudinally at the inflation/deflation port hole and it was noted that the glue bullet was in the correct location and was not blocking the inflation/deflation ports. Based on these results, the investigation is unconfirmed for deflation issues. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility was able to provide new patient information, which was updated in the appropriate sections.

Event description:
It was reported that the pta balloon was inflated twice (atm unk) and slow to deflate each time in a central venous anastomosis. There was no reported difficulty through the sheath. There was no reported patient injury.